Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a system inspection and checked fluidics, cleaned the luminometer, and performed probe alignments. Dried fluid was found on cuvettes in the incubation ring and the waste peristaltic pump tubes and rinse blocks were replaced. The cse replaced the reagent probe syringe because the movement was stiff. The cse ran precision and quality controls (qc), which passed. A siemens head quarter support center (hsc) specialist concluded that the issue can be introduced by poorly prepared sample or poor system wash process performance. The discordant result could not be reproduced. The cause for the falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was not reported to the emergency room physician(s). The sample was repeated on an alternate advia centaur instrument, resulting lower. The sample was repeated on the original instrument, resulting the same as the alternate instrument result. A corrected result of <0.04 was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.